Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare new zealand for investigation. Our analysis is accordingly based on the information and photographs provided by the healthcare facility, and the results of previous investigations on similar complaints. Results: the provided photos showed the pressure line connected and disconnected from the pressure line port. No damage was observed to the pressure line and pressure line port. Conclusion: we are unable to determine how the pressure line adaptors became disconnected from the pressure lines. However, it is possible that a disconnection can occur if the pressure line is not fully inserted into the pressure line port. An attempt to disconnect a pressure line adaptor from a pressure line by hand would require a significant amount of force. Each pressure line of rt265 infant dual heated evaqua2 breathing circuit is visually inspected before leaving the production line, ensuring that the pressure line adaptor is fully inserted into the pressure line. Those that fail are rejected. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. In addition, the user instructions that accompany the rt268 infant dual heated evaqua2 breathing inform the customer with a pictorial image how to correctly connect the pressure line to the pressure line port.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the pressure line of one rt268 infant evaqua2 breathing circuit would not stay connected to the expiratory limb port during use. It was further reported that the restrictor would also be loose. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. We are currently in the process of obtaining further information from the hospital to determine if the complaint breathing circuit caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the pressure line of one rt268 infant evaqua2 breathing circuit would not stay connected to the expiratory limb port during use. It was further reported that the restrictor would also be loose. No patient consequence was reported.